Event description:
The physician was attempting to implant two resolute integrity drug eluting stents. The devices were inspected prior to use with no abnormalities noted. No force was used until stent delivery system reached the 6 fr. Guideliner. Once significant resistance was met with resolute, the physician pulled the first stent out. The physician then tried the second resolute and had same issue. Upon removal of the stents stent deformation was observed. A non-medtronic stent was used without issue through the same guideliner. No clinical sequelae reported. Evaluation summary: the distal tip was flared and damaged indicating that it may have been stubbed during advancement. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed, however is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. A number of struts on the 1st distal segment were raised and pulled proximally over the 2nd segment. The guideliner entry port was ripped and damaged.

Manufacturer narrative:
Results: incorrect technique/procedure-the root cause of the reported event was most likely related to another device and was therefore procedural related. Inherent risk of procedure-stent deformation; related to another device-the root cause of the reported event was most likely related to another device and was therefore procedural related. Conclusion: inherent risk of procedure-stent deformation; operational context caused or contributed to the event-the root cause of the reported event was most likely related to another device and was therefore procedural related. (B)(4).